Event description:
It was reported that during the implant procedure, the patient experienced chest pain and a small pericardial effusion. It was noted balloon catheter dislodged from the coronary sinus and kinked. A large dissection with a small leakage to the pericardial space was also noticed when the catheter was repositioned. The physician decided to stop the procedure and stated dissatisfaction with the size and positioning function of the catheter. The catheter was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).